Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was taking too long to charge, that it was depleting quickly and that they were charging too often. The ins was replaced on (B)(6) 2018. The patient inquired about MRI compatibility info and noted that their ins was replaced but not their leads. MRI info was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient wasn't informed of the reason that the ins was taking too long to charge. No further complications reported.